Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that a week ago there was a lightning strike on their farm and since then they are having troubles getting the recharger to work properly. Patient said that they are supposed to have a setup for a, b and c and it has a setting for standing up and laying down. Patient was currently in group c and they do not know which group they should be in. Agent had the patient check position under the menu and confirmed there was an intensity settings upright - 1.8 <(>&<)> 1.8 lying back 5.4 , 8.8 <(>&<)> 0.5. Patient said that this morning and last night they "went back to set it up but it didn't change". Patient has an upcoming appointment with hcp on october. Agent redirected patient to hcp to address programming concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.